Event description:
It was reported that the patient presented for routine scheduled follow up. During the interrogation the unit displayed a diagnostics anomaly. The patient was stable before during and after interrogation. The patient would continue to be monitored.